Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check after the patient's cardioversion, the right ventricular lead exhibited noise which could be reproduced with pocket manipulation. It was also noted that the lead had exhibited a downward trend in impedance measurements. All other electrical values were within range, the patient was not dependent and was asymptomatic. On (B)(6) 2016 the lead was capped and replaced during a crt device upgrade.